Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -13.5/1.5/087 (sphere/cylinder/axis) was torn when the surgeon delievered it into the patient's left eye (os), with the lioli injector. The lens was removed.

Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity, race: unk. Work order search found no similar complaints within associated lots. Claim# (B)(4).